Event description:
It was reported to boston scientific corp that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, while the physician was prepping for the procedure, he inserted a jagwire into a bsc autotome. However, the physician noticed that the jagwire broke into two pieces while being advanced through the autotome. The physician then removed the jagwire and inserted another jagwire into the same autotome and completed the procedure with no issues. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).